Event description:
It was reported that the lead was capped and replaced due to 'failure'. No patient complications have been reported as a result of this event. Follow-up indicates that pt received inappropriate therapies, and the lead was replaced due to lead fracture.

Manufacturer narrative:
Other : it was reported that the lead was capped and replaced due to 'failure'. No patient complications have been reported as a result of this event. Follow-up indicates that pt received inappropriate therapies and the lead was replaced due to lead fracture. No conclusion can be drawn. Lead(s), fracture of, performance, shock, inappropriate.